Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a hall sensor error. The customer was unable to rewind the insulin pump. The customer's blood glucose was 200 mg/dl at the time of incident. During troubleshooting the issues were not resolved. The insulin pump was returned for analysis.

Manufacturer narrative:
Unit was not received in manufacture mode. Unable to perform displacement test or occlusion test due to missing retainer. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test, rewind, seating, basic occlusion test and force sensor test. No pump error 43 noted. However, unit was received with corroded electronic assemblies and corroded motor home switch. Unit was received with missing reservoir tube o-ring, minor scratches on case and minor scratches on lcd window.